Event description:
A report was received that the patient was not able to charge the ipg following a non-device related fusion wherein electrocautery was used. The patient will undergo ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Event description:
A report was received that the patient was not able to charge the ipg following a non-device related fusion wherein electrocautery was used. The patient will undergo ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
Additional information was received that the patient was also experiencing discomfort at the pocket site when charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post-operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not able to charge the ipg following a non-device related fusion wherein electrocautery was used. The patient will undergo ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).